Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194 lead, (B)(6) 2007; 6947 lead, (B)(6) 2007. Event summary: the device was returned and analyzed. The device met equal to or greater than 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The patient was unhappy with the longevity of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.